Event description:
Information was received from a patient regarding an implanted infusion pump for non-malignant pain. The pump was used to deliver fentanyl and bupivacaine. It was reported that the patient had been having problems with the bluetooth on the handset and communicator "for months, maybe 6 months ago". The patient stated that the handset got stuck at 90% and took 30 minutes to connect to do a bolus. The patient didn't think that the communicator was charging and it was plugged in all night. The patient stated that they got 12 boluses per day. Patient services assisted the patient with clearing the data and closing out applications. Patient services assisted the patient with resetting the handset and after resetting, the handset powered on. During the call, the patient was able to connect the handset to the pump. During the call, the communicator was 70% charged. The patient confirmed that there was no visible damage to the external device, communicator, or cord. Patient services reviewed device function. The issue was resolved through troubleshooting.

Manufacturer narrative:
Continuation of d10: product ID a820 lot # serial# unknown implanted: explanted: product type software product ID tm90t0 lot # serial# (B)(6); implanted: explanted: product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI #: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.